Event description:
It was later reported the patient¿s lead was replaced in (B)(6) 2014 because on program 1 it worked initially and then they lost control. It was stated that on program 2 it was better and they had a vague void feeling and lost control within three minutes.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0315y, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient stated ¿one lead was broken and the other one wandered.¿ it was stated the patient¿s device ¿stopped working totally¿ around (B)(6) 2013. It was noted the patient had surgery on (B)(6) 2014 to replace the lead.

Manufacturer narrative:
(B)(4).